Event description:
The technician alleged the brake casters would swivel when pushed from the side while in brake mode. No injury reported.

Manufacturer narrative:
The technician replaced the brake casters and detent mechanism to resolve the issue.